Event description:
Allegedly, per (B)(6) 2013, the complications involved were: two patients had nonunion. One pt was treated with reduced weight bearing until a complete radiographic union was seen. The other pt had hardware failure and underwent add'l surgery with autologous bone grafting and the same postoperative management (8 weeks non-weight bearing), having achieved good results, but for the purpose of this paper, the pt was considered as having had a bad result. In the f/u, we observed progressive subluxation of the 1st metatarsal-cuneiform joint in two cases. A retrospective analysis showed joint hypermobility and ligament laxity in both cases that had been underestimated during the surgical decision. Therefore, we strongly advise paying attention to this clinical situation during the decision-making. One pt underwent a lapidus procedure and the other pt was symptom-free and preferred to avoid additional surgery. Two patients were dissatisfied with the clinical aspect of the correction obtained. Add'l procedures were done with a distal biplanar chevron as a complement to the previous surgery. Suture dehiscence was treated with consecutive dressings with acceptable results. Two patients had accidental injuries during the f/u:one had direct trauma with sudden varus dislocation. The distal alignment of the first metatarsal was lost (distal biplanar chevron osteotomy site), but the hallux was steady and we opted for conservative treatment with good final result. The other pt had a shaft fracture next to the plate's distal edge. The displacement and shortening were unacceptable and a new intervention was necessary.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.